Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device was reported under the incorrect manufacturing site. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: n/a. Concomitant medical products: unknown arpe cup; unknown arpe stem. Event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 01493; 0001825034 - 2019 - 01494.

Event description:
It was reported that approximately 1 year post implantation, the patient underwent a revision of a thumb arthroplasty due to pain, instability, and loosening. Attempts have been made and no further information has been provided.